Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and was recorded on the pacemaker. The noise was successfully replicated with isometric testing. The patient was sent for an x-ray. Upon review, the x-ray testing showed the lead was intact and appeared to be undamaged. There were no patient consequences, and the patient would be monitored.